Event description:
On (B)(6) 2025, the user reported receiving a restart alert code 38. A restart attempt was unsuccessful, and the alert persisted. After replacing all supplies insulin delivery resumed. At the end of the initial call, blood glucose (bg) was 301 mg/dl. A follow-up call one hour later confirmed the alert had not recurred and bg had decreased to 240 mg/dl, indicating a successful supply change.